Manufacturer narrative:
Event date was reported as in the early stage of (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified drug (dose, route and frequency were not reported) for the event. Less than one month after discharge from the hospital due to the first peritonitis episode, the patient experienced a relapsing of peritonitis. The patient was treated with unspecified drug. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided because the reporter declined follow up.